Event description:
The reporter stated that an aa4203tf toric silicone single piece lens was torn while being loaded, but was not noticed until after the lens was inserted into the patient's eye. The incision was enlarged to remove the lens and sutures were required to close the incision.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue and reddish residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.